Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported pericardial effusion occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was successfully implanted. It was note that the patient had a baseline pericardial effusion of 4mm prior to the implant and it remained at 4mm post procedure. In (B)(6) 2017, the patient had their 45 day follow up visit and a pericardial effusion of 5mm was noted. The patient was on aspirin. The patient was also on warfarin until their 45 day follow up then they discontinued use and a thienopyridine therapy was initiated.